Event description:
Procedure: pneumonectomy. According to the reporter: the loading unit could not open because of a plastic cover. The unit that was used next had the same plastic cover. The plastic cover was over the single unit and you could easily move it over the cartridge. After firing, they could not open the jaws. The staff did cut the tissue and staple once more with another endogia unit. Tissue loss was a few mm.

Manufacturer narrative:
(B)(4).